Event description:
As reported: device deployed without issue. Hemostasis achieved. Slight bleeding from site, requiring additional pressure and prophylactics balloon tamponade. Additional information stated that the patient went to recovery stable, ended up going to cutdown repair of pseudo.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted for investigative purposes and indicate blushing near the position of the radiopaque lock. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was planned for closure in the left common femoral artery. The patients bmi was 41.54 and prior to closure, activated clotting time (act) was 262, no protamine was administered. Arteriotomy was 7mm with tortuosity in the left iliac, and a depth deployment measurement of 6.5cm. The IFU warns do not use manta if the patient has marked obesity (bmi >40 kg/m2); do not use if there is marked tortuosity of the iliac artery and activated clotting time (act) should be below 250 seconds prior to closure. A central positioned access was achieved using ultrasound and micro puncture. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, bleeding was present at the site, contralateral balloon inflations and manual pressure were applied, and hemostasis was achieved. The device was not returned for investigation. There is believed to be no device failure. Extended time to hemostasis may occur due to collagen requiring time to clot to create a seal. Manual compression and balloon inflation to achieve a quicker time to hemostasis are clinically accepted therapies and do not indicate device failure. The patient was transferred to recovery in stable condition. Sometime later, the patient was sent to surgery for a cutdown to repair a pseudoaneurysm. According to information submitted for this investigation, the procedure outcome states completed with this device. Therefore, the manta was not explanted and remained in the patient. Due to the insufficient amount of information pertaining to the pseudoaneurysm or the surgical intervention, a determination for the root cause of the pseudo-aneurysm requiring treatment is inconclusive. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma. The IFU was reviewed and indicates if hemostasis is not achieved following the use of manta, assess the situation and based on the assessment of the amount of bleeding, use compression, balloon pressure, or placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta, include late arterial bleeding, and oozing from the puncture site.